Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that amy stated that she has spoken to several medical and hospice professional who have told her that the pw200 does not have enough suction and it needs to be returned and replaced. Rep was advising the caller that the system needed troubleshooting and that is when the caller became upset, mentioned how much the system cost and started cursing and asked for a supervisor. Placed caller on hold for a supervisor and she disconnected the call. No toubleshooting was conducted. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. (Female wick).

Event description:
It was reported that (B)(6) stated that she has spoken to several medical and hospice professional who have told her that the pw200 does not have enough suction and it needs to be returned and replaced. Rep was advising the caller that the system needed troubleshooting and that is when the caller became upset, mentioned how much the system cost and started cursing and asked for a supervisor. Placed caller on hold for a supervisor and she disconnected the call. No toubleshooting was conducted. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. (Female wick).

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The labeling is found to be adequate. The baw is attached on the investigation overview element. A DHR could not be performed since no lot number was provided. Correction: a, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.